Event description:
A customer reported that the set was found to be leaking at the tubing/y-junction site. This was noted during patient use. No information available regarding type of therapy performed at the time of reported incident. Contact stated that the set was replaced with a new one, and the patient suffered no injury and no medical intervention was required.